Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: partial femur cemented catalog # 42558000401. Lot # 64646347. Biomet bc r 1x40 us catalog # 110035368. Lot # zz44bj2604. Partial articular surface left medial size g 9 mm thickness catalog # 42518200709. Lot # 64660677. Multiple MDR reports were filled for this event: 0001825034 - 2023 - 00869. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Medical records review indicates the following MRI impression states artifact limiting study with small knee effusion. No loosening can be confirmed based on this MRI report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient is experiencing pain and bone scan displayed implant loosening approximately one year post implantation. No revision is planned at this time. Attempts to obtain additional information have been made; however, no more is available.